Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 13866909.

Event description:
It was reported that the spinal cord stimulation (scs) leads of the patient had high impedances. The patient underwent a lead replacement procedure, was doing well postoperatively and the explanted devices were disposed by the facility.